Manufacturer narrative:
One device was evaluated. Visual inspection found the device contains a tidal volume knob that rebounds at the minimum setting. Review of the device service history confirmed the reported event. The MRI battery, sintered filter and orings were replaced to correct the issue. There is a corrective action open to address the reported condition.

Event description:
It was reported that the device was found to have a tidal volume rebound problem. No patient involvement was reported.